Event description:
It was reported that there was a pericardial effusion. A left atrial appendage (laa) closure procedure was being performed. A watchman access system (was) was positioned and a 33mm watchman laa closure device & delivery system (wds) were used. The physician deployed the closure device, but it didn't meet release criteria. The device was fully recaptured and removed. At that time, the physician noticed a thrombus form in the left atrium near the mitral valve. A sentinel device was then deployed via the right radial for cerebral protection. The procedure was continued after redoing the transseptal puncture. A new was and new wds were used. This second closure device was successfully implanted in the laa of the patient. The physician planned to leave the patient on heparin overnight to try to resolve the thrombus in the left atrium. Later that night the patient developed a pericardial effusion. The physician performed a pericardiocentesis and drained 550cc of blood from the pericardium and ceased the heparin medication. The patient was stable and reported to be doing well.